Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's touchscreen became unresponsive. A field service engineer reseated the all-in-one but noticed it was extremely hot. Therefore, the all-in-one was replaced to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system froze and crashed during a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system froze and crashed during a procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a.1, h.6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device's touchscreen became unresponsive. A field service engineer reseated the all-in-one but noticed it was extremely hot, so replaced the all-in-one to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.